Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a nrg transseptal needle was selected for use. It was mentioned that the needle was not able cross the septum and an unknown error was noted. The generator was in ready mode. Thus the needle was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as it was disposed.